Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose as well as diabetic ketoacidosis on monday with blood glucose value 29.7 mmol/l. The customer had been sick 8 times. The customer was treated with insulin drip and insulin pump. Customer also stated that sensor had inaccurate readings that triggered threshold suspend alarm however insulin delivery was not suspended due to sensor value. Customer also had redness and skin reaction due to different over tape. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.